Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the suction cylinder and the air/water tube and cylinder. Also, residual liquid or foreign material come out of suction connector of endoscope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of s-cover, water tightness was lost. The most probable cause of the complaint is cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.